Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope port was stripped during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h4, h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed due to a missing focus lever. Additionally, there was a chip in the bending section / a-rubber glue, and up/down no angulation was identified. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the complaint is mechanical problem, stress problem, and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.